Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed from the patient's body with the usual method without problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.